Event description:
A report was received that the patient was experiencing difficulty charging with the ipg due to the ipg being titled. The patient underwent a revision procedure and was reportedly doing well post operatively.